Event description:
It was reported the pt's neurostimulator was shutting off and turning on by itself. This issue with the neurostimulator arose while the pt was in the hospital recovering from knee replacement surgery from the "past week". Prior to the surgery the pt did not have this problem. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.